Event description:
It was reported that the dexcom g7 failed to pair with the ilet pump, and support advised the user to toggle bluetooth, disconnect the g7 app and apple watch temporarily, and then re-pair the g7 to the pump before restoring phone bluetooth. Symptoms included no adverse clinical effects. Outcomes included no impact on health or need for medical care. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a pairing failure likely related to bluetooth interference or competing connections between the phone, watch, and sensor during pump pairing. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related factors involving wireless connectivity during setup.